Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod longer than 48 hours. The pod reportedly came loose and was not delivering insulin. The patient also reported that there was either redness or swelling at the infusion site (arm). Symptoms reported include vomiting. The patient was treated with novolog flexpen and electrolytes. The patient was discharged on (B)(6) 2026. The pod was removed and discarded.